Event description:
It was reported that there were difficulties with the wake button on the insulin pump, requiring multiple presses to activate the screen. There was no adverse impact to the customer¿s blood glucose level, as it remained within the normal range. The customer service representative (cts) guided the caller through steps to try and resolve the issue, including removing the pump from its case and providing specific instructions on button operation. However, the problem persisted, and cts decided to replace the pump. The pump was under warranty, and arrangements were made for its return, with the customer instructed on how to store and ship the device back.